Event description:
During preventative maintenance of the device, the service rep observed both the ac indicator and the battery back-up indicator were on at the same time. No other details regarding the nature of the event were reported. Since the event occurred during preventative maintenance, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.